Manufacturer narrative:
Bec complaint investigator reviewed the customer supplied qc charts dated (B)(6) 2012. The qc charts indicated that all three levels of accutni qc have been performing within the customer's established ranges for the timeframe provided; this includes the date of the event. The latest calibration curve was performed on (B)(6) 2012 and was acceptable as passing with satisfactory results. A routine system check was performed prior to the event on (B)(6) 2012, which passed well within the instrument's specifications. The sample was collected in a lithium heparin plasma tube with gel, and was centrifuged at 3,000 rpm for 10 minutes. There was no indication that hardware or reagent issues contributed to this event. The cause of this event is unknown and could not be determined.

Event description:
On (B)(6) 2012, the customer contacted beckman coulter in., (bec) to report that they obtained erratic troponin (accutni) results for one patient on their access 2 instrument. The results obtained were 0.06 and 0.101ng/ml. The customer then pipetted off an aliquot, re-centrifuged and reanalyzed the sample. The new results obtained were 0.204 and 0.017ng/ml. The customer reported out the initial 0.06ng/ml result. The result was then questioned due to the fact that the patient's previous results were all <0.01ng/ml. The customer then sent a sample to an alternate laboratory who obtained a result of <0.01ng/ml. The customer also performed accutni testing on a second tube from the same draw and obtained a result of <0.01ng/ml. The customer sent sample to customer product line support (cpls) for additional testing. The cpls tested the customer's sample for heterophile interference. Due to the inadequate amount of sample available only a limited amount of testing was performed. The results of the testing did not support any form of heterophile or heterophile-like interference in the patient's sample. The customer stated to customer technical support (cts) that there are no other issues to report with any other assay at this time. There was no change to the patient's treatment due to the erroneously elevated accutni result reported.